Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified system error. This was observed during a milrinone infusion on the cicu (cardiac intensive care unit). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was tested on-site by a baxter technician at the customer facility. A review of the event history logs identified several uso sensor failure low (system error 21515) alarms. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, flow rate accuracy testing were performed with no issues noted; the device met these specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as system error 21515. The cause of the system error could not be determined. However, system error 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion. The occurrence of this system error does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the nurse may decide to stop an infusion and obtain a new pump. This is unlikely to result in a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.